Manufacturer narrative:
Examinations of the returned used device, item aes-90sn, found device electrode broken off and detached from the probe tip. The broken electrode was not returned per evaluation. Root cause cannot be determined, however, based upon evaluation of the device and IFU, etc.; a possible cause of this event could be accidental contact with another metal object. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 42 reports, regarding 42 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: maintain the probe tip, including the return electrode, in the field of view at all times. Injuries to the patient may result from inadvertent activation or movement of an activated probe outside the field of view. Do not activate the probe while any portion of the active or return electrode is in contact with another metal object, including the scope; localized heating of the electrode and the adjacent metal object may result in product damage and/or injury. Electrodes and probes of monitoring, stimulating, and imaging devices can provide paths for high frequency currents even if they are battery powered, insulated, or isolated at 50/60 hz. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The distributor reported on behalf of the customer that the device, aes-90sn arthroscopic energy 90° probe with suction, 13 cm was being used on (B)(6) 2025 and ¿while performing labrum debridement with an edge probe, separation of the tip at the suction connection interface was identified. The event occurred outside the operative field. The component was retrieved manually without the need for additional instruments, and the patient experienced no adverse outcome.¿ there was no impact or injury to the patient or user. The procedure was completed with an alternate same device. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The distributor reported on behalf of the customer that the device, aes-90sn arthroscopic energy 90° probe with suction, 13 cm was being used on (B)(6) 2025 and ¿while performing labrum debridement with an edge probe, separation of the tip at the suction connection interface was identified. The event occurred outside the operative field. The component was retrieved manually without the need for additional instruments, and the patient experienced no adverse outcome.¿ there was no impact or injury to the patient or user. The procedure was completed with an alternate same device. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.